Event description:
Patient reported using the insertion assist device. Patient stated the infusion set is released unintentionally. Patient reported having no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the link assist (serial (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced. The product(s) will be stored at the site of the responsible iu.